Event description:
Customer reportedly received results of 248 mg/dl on his meter and 129 mg/dl on a professional's meter within 10 minutes. No high blood symptoms reported. No action was taken based on device results. No adverse event reported. No controls were used. Requested return of suspect device and replacement was sent.